Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device had a damaged cable was confirmed. Further, the motor was found to be corroded and not running. Further, the tissue seal was damaged and the resistance values of the keypad were found to be out of range. The motor, motor cable and the hand control set were replaced and the device was repaired, tested and found to be fully functional. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor and would have caused the damage to the motor cable and the contacts of the keypad of the hand control set. The corroded motor has a tendency to stick and not turn. User mishandling is one possible root cause which may have caused the damage to the tissue seal. The defective components of the device would have caused the device to not function as intended as reported by the customer. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate (B)(6) that during an unknown surgery on an unknown date, it was observed that the micro tornado hp w hand control device had a damaged cable. During in-house engineering evaluation, it was determined that the motor on the device was rusty. A replacement device was used to complete the surgery without.